Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: leakage. Event details: the patient was admitted to the hospital with gallbladder stones and cholecystitis. On (B)(6) 2025, the nurse on duty administered intravenous fluids to the patient as prescribed by the doctor. After finishing, she used a prefilled syringe to flush the catheter and found that the outer packaging was intact but there was leakage inside the package, rendering it unusable. She immediately replaced the prefilled syringe and did not cause any harm to the patient.

Manufacturer narrative:
(B)(4). Follow up. It was reported that the outer packaging was intact; however, leakage was observed inside the package. As a physical sample was not returned, a comprehensive evaluation could not be performed. To support the investigation, one photograph was provided and reviewed by the quality team. The image shows a prefilled syringe within the packaging flow wrap. No defects, imperfections, or signs of leakage were observed. A device history record (DHR) review was completed for material number 306593, lot 4117913. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the photographic evidence, the reported condition could not be confirmed. In the absence of a physical sample, a probable root cause could not be determined.